Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the aspiration pressure did not increase during cataract surgery (with intraocular lenses implant). It was occurred during ultrasound or during irrigation/aspiration. The surgery was completed after replacing the product with new one as it was not cut. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Upon visual inspection of the returned sample a small crack was observed on the irrigation luer. This observed crack would not have resulted in aspiration pressure not increasing, it's likely this occurred post receipt of the sample as the cassette would not have passed priming and calibration. The sample was tested on a calibrated constellation console representing the current software version was used to test the sample. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution bottle to the drain bag without any interfering. Aspiration flow rate was measured and met specifications. We were unable to replicate the customer's experience during laboratory evaluation. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).